Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer had passed away on (B)(6) 2024, and the cause of death was hypoglycemia and brain injury. Troubleshooting was performed and found that the document any health issues or illness that may have contributed or led up to passing was high blood glucose, brain injury, and coma. The last known product(s) for this customer are as follows: mmt-342, mmt-7020la, mmt-442a and mmt-1884l. The customer was stated that the pump was not worn at the time of passing. It was unknown whether the customer will continue to use the device and the pump will not be returned for analysis.